Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the cassette that led to this alarm. Renal therapy services (rts) assisted the patient to end the therapy session. Rts discussed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.